Event description:
A pt reported inaccurate readings with a one touch meter. Pt alleges that ot meter was displaying low inaccurate blood glucose readings. Pt also reported that they passed out about a month ago while using the ot meter. Date of event unk. Pt passed out at 2:00am and was taken to hosp by paramedics. Pt was hospitalized for 1 day during which they were treated for hypoglycemia. Pt reported that they were treated with insulin to have their blood sugar go up at the hosp. No info available on cause of event. No further info has been reported.